Event description:
Additional information received indicated the patient was asymptomatic to the additional under-sensing events. No changes were made.

Event description:
Additional information received indicated that the patient implantable cardiac monitor (icm) had additional episodes of ventricular under-sensing. No further information was reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation showed the patient's implantable cardiac monitor (icm) was under-sensing ventricular events. The patient was asymptomatic. No changes were made.